Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that for "about 3 weeks", the patient experienced the stimulation turning itself off or on. The patient stated if the stimulation turned itself on "it feels like I could have milkshakes on my body so I turn it down". The patient also stated sometimes if the stimulation was on, "it turns off by itself" so the patient checked with the controller and confirmed the stimulation was off "so I'll turn stimulation back on and it'll work for about an hour". The patient said they met with their healthcare professional (hcp) and rep who assessed the ins and did x-rays to confirm the implanted equipment was fine, but they told the patient to call and get a replacement controller/ac power cord; replacement equipment was sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the remote was shutting off stimulation and making it go up and down without him touching it. There were no known circumstances that led to the issue. The rep looked over the remote on (B)(6) and didn¿t notice anything out of the ordinary. The rep noticed the patient was very positional with his leads meaning stim was stronger in some positions and sometimes he did not feel it. The rep was unable to mimic the issue with the controller. The issue was reported to be resolved. No further complications were reported.